Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754 lot# serial# nku108286n implanted: explanted: product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s original implant in (B)(6) 2014 didn't work. The original percutaneous leads didn't work so she had a surgical lead placed in (B)(6) 2014. The healthcare provider (hcp) later reported the cause of the event was not determined. It was unknown if it was device related or if reprogramming was needed. X-rays were taken in the office that showed the leads had migrated laterally. As a result the patient experienced a loss of therapeutic effect but it was unknown if it was sudden or gradual. The patient did not experience a loss of stimulation. The patient recovered without permanent impairment.